Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient reported that he had his pump and stimulator implanted on the same day ((B)(6) 2019). That afternoon or the following day, he fell. Per the patient, the hcp (healthcare professional) did a surgery ¿taking everything out from t1 to c1 and rebuilt it¿ so he was still in the healing process (see manufacturer¿s report number 3004209178-2020-05303). The patient said that his hcp told him that they thought there was something wrong with the implanted devices and that was why the patient had mris. Since (B)(6) he had more falls but had not told his hcp about them. He had an appointment for a refill on (B)(6) 2020. No infusion system related symptoms were reported. No further complications have been reported as a result of this event.